Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and skin erosion at their implant pocket. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and a leadless pacemaker was implanted at a later date. No further patient complications have been reported as a result of this event.